Manufacturer narrative:
Inspection of the lift and sling completed by staff of the account found no product failure or malfunction. The liko comfortsling plus instruction guide (7en160183 rev. 5) states that before lifting, ensure that the correct sling has been chosen, with respect to model, size, material and design to safely meet the needs of the patient. It also states to make sure that the patient is sitting securely in the sling before transferring to another location. This patient was being transferred while laying completely flat which is contradictive to the sling's instructions for use. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the account performs preventative maintenance on their lifts. The account has updated their routines for safe patient transfer and retrained their staff on proper usage of this lift and sling. The account will also replace the comfortsling plus with a original sling. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that during a patient transfer from the bed, the patient was laying flat in the sling when they slipped out of the sling and fell to the floor head first. The patient sustained a small brain bleed, a fractured right skull base and a fractured vertebra. The patient remained hospitalized for one night and was prescribed pain relief and a neck collar. The lift was located in the patient's apartment at the time of the incident. This report was filed in our complaint handling system as complaint # (B)(4).